Manufacturer narrative:
The evaluation of the knee joint showed an incorrect fitting of the device by the orthopaedic technician. Before both incidents the ot modified the settings of the adjustment software which caused a change of the behaviour of the swing phase of the device. These modifications were assumed to be the main factor in both incidents.

Event description:
Pt. Walked on solid ground as the device lost all resistance and buckled. Pt fell and injured his knee. One week before this fall the same situation happened but the pt was able to prevent a fall.